Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be "end-firing" . The procedure was completed using a second surgical fiber. Patient outcome: "no injury".

Manufacturer narrative:
Failure analysis for fiber 0010-2400-502a-1083: the glass cap exhibits a circumferential fracture at distal side of fiber/glass cap fusion zone slightly distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
"End firing" occurred at 61,457 joules used for 6:41 minutes; the fiber tip / cap was not cleaned during the procedure.

Manufacturer narrative:
(B)(4).